Event description:
A customer's mother reported via phone call indicating that the customer experienced an unexplained high blood glucose level of 600 mg/dl at the time of the call. The customer was admitted to the hospital for the high blood glucose. The mother stated that they changed the customer's set but the customer did not feel the bolus. The mother said she went to do a prime of 0.5 and didn't see drops. The mother was informed that the piston was probably not positioned to the reservoir because she had manually pushed insulin out. The mother was informed that inaccurate settings may be the cause of the high blood glucose. The mother declined to check the stings on the pump. The mother was advised to get the customer on their back up plan and to ask their health care provider to prescribe the customer on syringes.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.